Event description:
The device package was mislabeled with the wrong product number. The event occurred during surgery and no replacement device component was available. The pt received the device that was apparently mislabeled. No complications were reported and the surgery was not delayed.